Event description:
It was reported that the patient presented for a conduction system pacing implant procedure. During the procedure, device interrogation revealed that the ventricular capture threshold and ventricular sensing measurements were not within the physician-satisfactory parameters. Further evaluation indicated that the lead helix was retracting. As a result, the right ventricular lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.